Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular tachycardia event. The implantable cardioverter defibrillator delivered antitachycardia pacing that was not effective. The patient¿s rhythm was converted after a high voltage shock was delivered from the device. The device was reprogrammed. The patient was stable.